Event description:
It was reported that the lead was capped due to low impedances. No issues were seen under fluoroscopy. The anomaly was not reproduced. The lead was capped.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.